Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump was not functioning properly. The customer's wife reported that the customer stated that the device had crashed, but did not provide any specific information. Blood glucose level at the time of the incident was not provided. The customer's wife was unable to troubleshoot as she did not have the device present at the time of the call. The insulin pump was not replaced or returned for analysis.